Event description:
It was reported that the right ventricular (rv) lead had a polarity switch approximately eighteen months ago. Recently, there was a lead warning due to high thresholds on the rv lead. Per physician discretion, no intervention will be taken with the lead due to patient condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.